Event description:
A report was received that the patient developed an infection along the lead body with fever as a symptom. The patient was prescribed antibiotics.

Event description:
A report was received that the patient developed an infection along the lead body with fever as a symptom. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device related.